Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of bpa was verified in the lab. However, further investigation showed the bpa was a false positive. Interrogation of the device revealed the device was above eri when received. Analysis revealed that the device was reset and triggered a bpa alert. This is normal and expected behavior when the data is cleared, and the device had been implanted for > 6 years. No other anomaly was detected.